Event description:
Pt graft, 10mm graft, 10mm tunnel, tap not used, screw broke on insertion into femur. Screw was retrieved, tap was used properly, new screw inserted successfully, and pt safety was not compromised.